Event description:
While trying to deploy a stent in the left sfa (artery), the device broke prohibiting proper deployment. Surgeon tried to remove it, as well as tried to retrieve the stent, but was unsuccessful. Pt went to surgery the next day for retrieval of stent plus an aortic-bifem arterial graft stent not removed.